Event description:
The following has been reported: nurse reported: blinatumomab leaking out the side of cassette in what appears to be a crack in the seam of the cassette. When tubing was unclampped above the cassette blinatumomab leaked out of the side. Patient harm: no. Stopped active infusion: yes. Incident type: leak. Drug used during infusion: blinatumomab. Action taken to resolve issue: replace tubing. Sample available: yes. A preliminary review identified the following issue: administration set breaks (any part). Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. The gold foil corresponded to the specific code set-0021-25. During the visual inspection, a damaged male luer lock (secondary port) was found. The secondary port was observed cracked. The reported "leak" could be caused due to the mentioned defect. The customer complaint is confirmed. The probable root cause of the reported incident is most likely related to over-insertion of the secondary port or leak at the primary line due to insufficient solvent. Current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa25a20015 was reviewed. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.